Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction with a (right) 235cc mentor memorygel breast implant and a (left) 650cc mentor memorygel breast implant. Post-operatively, the patient suffered right breast capsular contracture (baker grade unknown), bilateral breast deformity and asymmetry. As a result, the patient underwent right breast capsulotomy, right breast implant removal and replacement and left breast reconstruction revision on (B)(6) 2021. The replacement on the right breast was a 340cc mentor memorygel breast implant (catalog: 3507340mc lot: 9576989 sn: (B)(4)). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deformity, asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.